Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient experienced a hypoglycemic event on (B)(6) 2016 while on the pump. The reporter stated that the patient had a blood glucose of 52 mg/dl with symptoms of difficulty speaking, unsteadiness, blurred vision, confusion, and cognitive impairment. The patient was treated with food and drink at the time of the event. The patient had remained on the pump following the blood glucose excursion. The reporter stated that then the pump rebooted, the time and date settings were incorrect on the pump. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings:the black box shows a time/date reset after por power on reset on (B)(6) 2016 19:45. When pump was powered back on the time date was set to (B)(6) 2016 00:00. A manual date change was made from (B)(6) 2016. A manual time change was made from 2016-09-30 at 21:49 to 17:49. A por then occurred at 17:57; when pump was powered back on the time date was manually set to 2017-10-01 17:07. Pump was exercised for 24 hrs. After 24 hrs the battery was removed for 6 hrs. The bench testing confirmed when the battery was reinserted after 6 hrs without power the time and date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Removed cover; a visible inspection confirmed the internal battery was leaking. Battery compartment is cracked at the bottom near the near the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.